Event description:
It was reported that after a supply change, blood glucose levels trended higher while the user was in the early days of ilet use with conservative corrections, peaking at 362 mg/dl and declining during the call. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other clinical sequelae. Outcomes included no alerts for sustained severe hyperglycemia, no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake, review of user-reported blood glucose data, and troubleshooting and education with the user¿s trainer and support. Investigation of this case revealed no device alarms or malfunctions reported and no component issues identified, with the event consistent with expected conservative correction behavior during initial adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.